Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology needle pierced through the side of the catheter during use. The following information was provided by the initial reporter: "the needle came out the side of the cannula, and the nurses state they didn¿t pull back on the needle, suggesting the cannula split."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-mar-2023. H6: investigation summary our quality engineer inspected the 1 used sample submitted for evaluation. The reported issue of needle through catheter was not confirmed upon inspection of the sample. Analysis of the sample showed that the catheter was not pierced by the needle and no damages were observed. Since the defect was not confirmed, a root cause could not be determined. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology needle pierced through the side of the catheter during use. The following information was provided by the initial reporter: "the needle came out the side of the cannula, and the nurses state they didn¿t pull back on the needle, suggesting the cannula split."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.